Manufacturer narrative:
Initial reporter occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a message appeared indicating that the optical sensor was faulty. Therapy was continued using the iab tip pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, g7, h2, h6(type of investigation), h11. Corrected fields: d4-unique identifier (UDI) . No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reported complaint #(B)(4).